Event description:
It was reported to philips that the host pc was unable to communicate with the x-ray generator, which would impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the host pc was unable to communicate with the x-ray generator. Upon troubleshooting fse found the malfunction in ethernet switch. To resolve the issue, fse ethernet switch and verified communication between the host pc and the x-ray generator. The system was returned to use in good working order. The codes were updated based on investigation outcome.